Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures found the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile tray. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection, the product was found to be nonconforming for battery corrosion. There was no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.